Manufacturer narrative:
A boston scientific technical services consultant documented and discussed troubleshooting with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range pacing impedance measurement on the right ventricular (rv) channel which triggered the lead safety switch (lss) on this device. Additionally, noise was observed. The patient has a competitive rv lead. No adverse patient effects were reported.